Event description:
Ventilator was delivered to biomed department for repair of displayed error code tf:5507 and displayed alarm messages of "air and oxygen supplies failed". Problem was confirmed during testing. Ventilator was still under warranty, and vendor performed repairs on-site. Vendor replaced "sensor board 2", part no. 155699. Old sensor board was serial no. (B)(4). Proper operation was confirmed, and ventilator was returned to clinical use. Manufacturer response for patient ventilator, hamilton medical (per site reporter) manufacturer provided on-site repair.